Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer failed. A field service engineer (fse) had the customer log in and navigate to storage space recovery, where the failure was confirmed. The fse powered the station down, removed the back panel, disconnected the bus cable, removed the back of the drawer, disconnected the row board cable, reconnected the row board cable, reassembled it, reconnected the bus cable, powered the station up to resolve the issue then, the customer recovered the storage space and tested the drawer functions. The system functioned as intended after the field service engineer repaired the device.